Manufacturer narrative:
One 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath and carrier tube assembly were returned for analysis. No other components were returned for evaluation. Visual inspection revealed that the hemostasis sheath and carrier tube assembly were returned separately, and the deployment sleeve was in full rear lock position with the color bands fully exposed. The bypass tube was present on the carrier tube at the manufacturing slit dislodged from the anchor. There was a kink observed on the carrier tube shaft on the distal part of collagen. The exposed anchor and collagen were observed under the microscope and contact with bloodlike substance was confirmed. The bypass tube was attempted to be placed over the anchor however was not possible due to the kink. No damage or anomalies were observed on the hemostasis sheath. Based on the evaluation performed, the complaint could be confirmed for pullout. The user likely detached the device cap from the sheath to ensure that the anchor was still attached to the carrier tube assembly. The likely root cause for the alleged failure could be due to an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section e1 as it was confirmed that the incorrect address was initally reported to terumo.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they used the angio-seal device according to the IFU. The user could not close the puncture site because the whole device came out of the artery. Hemostasis was achieved by manual compression after thirty minutes. Additional information was received on 22oct2020. The doctor stated that he has applied all steps correctly. When he wanted to pull back on the angio-seal to pull the anchor against the vessel wall, he suddenly had everything in his hands and the patient bled. Hospital stay was extended because of the event and the patient had to stay till the evening. The patient was stable and recovering. Additional information was received on 28oct2020. The procedure being performed was an interventional therapy, once in the area of the pelvis and once for the arteries in the thigh. A 6fr procedural sheath was used.